Event description:
A healthcare facility in (B)(6) reported that a ventilator, where the mr290v vented autofeed humidification chamber was connected, gave the error message "check the patient circuit and expiratory block from ventilator". This was noticed prior to patient use. No patient consequence was reported. The mr290v chamber was included in the rt200 adult dual heated breathing circuit kit.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported that a ventilator, where the mr290v vented autofeed humidification chamber was connected, gave the error message "check the patient circuit and expiratory block from ventilator". This was noticed prior to patient use. No patient consequence was reported. The mr290v chamber was included in the rt200 adult dual heated breathing circuit kit.

Manufacturer narrative:
(B)(4). Method: the mr290v chamber, rt200 adult breathing circuit and the breathing circuit dryline were returned to fisher & paykel healthcare in (B)(4) for inspection. The returned devices were visually inspected. Results: no fault was observed to the returned devices. When the chamber was inverted, both the primary and secondary floats were able to move freely. Conclusion: we were unable to determine the root cause of the reported fault. It is possible that the air flow was blocked as a result of something being accidentally placed on the breathing circuit.